Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery on (B)(6) 2018 and suture was used. The needle was broken at the middle part during use. The missing needle piece was not found. It was also not found in CT and mrt inspections. The surgical wound was closed without finding the missing needle piece. There were no adverse consequences to the patient. No additional information ia available.

Manufacturer narrative:
A failed suture needle, was submitted for evaluation. The component was identified a fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.